Event description:
The user facility reported that at the end of a total laparoscopic hysterectomy procedure, while cutting a uterine vessel, the device did not coagulate. The uterine vessel was not fully sealed and there was severe bleeding. The procedure was prolonged for 25 minutes to open a new device to stop the bleeding. The procedure was completed and no pt injury was reported.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for eval. If additional info or if the device is received at a later time this report will be supplemented.